Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced cylinder migration from the corpora to the scrotum leading to a revision surgery. During the procedure, the existing ipp was removed and replaced. There were no patient complications.